Event description:
While the consumer was in the chair, the caster and wheel allegedly broke, causing the consumer to fall forward and out of the chair. The cna tried to catch the consumer, but was allegedly pinned under the chair. The cna allegedly suffered minor injuries. The consumer allegedly sustained a subdural hematoma that required surgery. The cna also received medical attention for the alleged injuries.

Manufacturer narrative:
Serious injury is alleged. Malfunction is also alleged. The caster allegedly broke causing the consumer to fall forward and out of the chair. The consumer sustained a sub dural hematoma and had surgery. The chair is approximately 1 1/2 years old. The maintenance history for the chair is unknown. The consumer's age, weight, height, medical condition, medication regimen, and stability for using the device are unknown. The environmental use conditions for the chair is unknown. A technician checked the chair and stated that a ring was missing from the caster assembly which probably held the caster in place. Product return is unknown.